Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 11-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after 2 days had increased pain. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: 31-may-2020) into the right knee. (B)(6) 2017, 2 days after receiving synvisc one injection the patient had increased pain following the injection with no swelling. The patient was prescribed a methylprednisolone (medrol) dose pack and had reported no issues since then. Action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for increased pain outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for both the events pharmacovigilance comment: sanofi company comment dated 08-jan-2017: this case concerns a female patient who received synvisc one injection from the recalled lot in her right knee later had increased pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.